Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." (B)(4). Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined. Corrective action has been initiated to address the reported issue.

Event description:
During a total hip arthroplasty, the liner would not seat in the cup. Another liner was used to complete the procedure without significant delay.